Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm confirm in alarm history screen. The motor was tested outside the device and passed. The motor may have had an intermittent failure not detected during our testing. The pump had a cracked battery tube threads noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a motor position encoder error alarm. The blood glucose at the time of the incident was 154 mg/dl. The customer states they were able to clear the alarm. The device will be returned for analysis.